Event description:
Further follow-up revealed that the cause of the vocal cord paralysis is unknown. The physician reported that it is unknown if the patient has a history of vocal cord paralysis prior to vns implantation. The ent plans to monitor the patient.

Event description:
It was reported that the patient noticed hoarseness over the past 6 weeks. A CT scan showed no lesions or masses. The patient was seen by an ent who diagnosed the patient with left vocal cord paralysis. The ent suggested that the vns be explanted pending the vocal cord paralysis. Attempts to obtain additional relevant information have been unsuccessful to date.